Event description:
It is reported that the pt was revised due to pain and loosening.

Manufacturer narrative:
Eval summary: while a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer implemented a correction action in (B)(6) 2010. A field action was conducted on (B)(6) 2010 per recall number 1822565-04/19/2010-001, in which zimmer strongly recommends the use of a drip down stem extension in conjunction with the baseplate. The device in question was implanted prior to this field action. Eval: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.